Manufacturer narrative:
On 03/03/2016 site declined to provide patient demographic information. In trouble-shooting during the visit this issue could not be replicated. Keyboard is working properly in all the applications. Just in case all the connections in the communication chain between polestar rack and keyboard were checked and reinforced. On 02/23/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial procedure, the control post-surgical magnetic resonance imaging (mr) could not be done. The keyboard was uncontrollable and they could not log in the software application. The surgeon opted to discontinue the use of the imaging system to continue the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.